Event description:
A patient in the ICU (no other information reported) experienced an under-delivery of feeding (amount unreported) using a companion pump, list #84 and the occlusion alarm did not sound. The pump reportedly was set to deliver an unreported amount of formula within 6 hours. At the end of the 6 hours, some unreported amount of formula remained. The patient was not reported to have experienced any serious injury or illness associated with the complaint.